Manufacturer narrative:
(B)(4). The actual device involved in the event has not been received yet and the investigation is on going at this time. A follow up report will be submitted when the results become available.

Event description:
(B)(4).